Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1198 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after the patient from breast surgery received infusion of docetaxel, liquid leaks occurred 2-3 cm beneath the insertion site. The catheter was pulled out by a portion and a small hole was found, resulting in the complication of extravasation in the patient.

Event description:
It was reported that after the patient from breast surgery received infusion of docetaxel, liquid leaks occurred 2-3 cm beneath the insertion site. The catheter was pulled out by a portion and a small hole was found, resulting in the complication of extravasation in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of what appears to be a patient¿s arm was provided for evaluation. The catheter is not shown to be present. Red swelling on the skin is visible. The condition of the catheter could not be determined from the image provided. Based on the information provided, possible contributing factors include sharp instrument damage, tensile damage, and material fatigue caused by repeated kinking of the catheter. Since the presence of a leak could not be confirmed from the image provided, the complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.